Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on available information, the mitral regurgitation (mr) is due to disease progression. The dyspnea appears to be a cascading effect of the mr. Furthermore, mr and dyspnea are listed in the instruction for use (IFU) as known possible complications associated with mitraclip procedures. The unexpected medical intervention and hospitalization were the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report that after the initial procedure, the patient presented with increased mitral regurgitation. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021 to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 2. On (B)(6) 2021, the patient presented with shortness of breath and increased mr with a grade of 4. The initial clips were confirmed to be stable on the leaflets and there was no leaflet or chordal damage noted. In the physicians opinion, the mr was due to progression of disease. On (B)(6) 2021, a second mitraclip procedure was performed. One clip was implanted, reducing the mr to 1. No additional information was provided.